Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Mps was in the middle of a tka case, patient on the table, surgeon had already completed a few cuts. Surgeon was prepping for his anterior chamfer cut when he was met with a cable connection error, telling him to reset cutter and restart the application. This didn't resolve the error. While the robot was still on, the mps swapped out the mics handpiece, which didn't resolve the issue. Mps shut down the robot as well, which also didn't resolve the issue. Surgical delay -16-30 minutes. Case type: tka.

Event description:
Mps was in the middle of a tka case, patient on the table, surgeon had already completed a few cuts. Surgeon was prepping for his anterior chamfer cut when he was met with a cable connection error, telling him to reset cutter and restart the application. This didn't resolve the error. While the robot was still on, the mps swapped out the mics handpiece, which didn't resolve the issue. Mps shut down the robot as well, which also didn't resolve the issue. Surgical delay -16-30 minutes. Case type: tka.

Manufacturer narrative:
Reported event: it was reported that mps was in the middle of a tka case, patient on the table, surgeon had already completed a few cuts. Surgeon was prepping for his anterior chamfer cut when he was met with a cable connection error, telling him to reset cutter and restart the application. This didn't resolve the error. While the robot was still on, the mps swapped out the mics handpiece, which didn't resolve the issue. Mps shut down the robot as well, which also didn't resolve the issue. Surgical delay -16-30 minutes. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Product history review: device history records indicate 25 devices were manufactured under lot k0bw1 and were accepted into final stock on 09/26/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0bw1, shows no additional complaint(s) related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1414517 and CAPA 1450904 are associated with the failure mode reported in this event. Product was not available for evaluation.